Event description:
It was reported that the patient had a ¿bad reaction¿ after a refill and ended up in a hospital. It was indicated that a medical assistant had been the one to fill the reservoir, though medical assistant had a certificate from the manufacturer of the pump that was issued ten years prior to report. The device system was used to deliver clonidine and dilaudid.

Manufacturer narrative:
(B)(4).